Event description:
It was reported that the lead was "broken". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted there was blood on the distal conductor of the lead and it was not obstructed, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: resr01 implantable pulse generator (ipg), implanted: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.